Event description:
The reporter contacted animas in an email stating that the cartridge and tubing had an issue with air bubbles. Customer support made multiple attempts to contact the patient for additional information but was unsuccessful. No further information is available at this time.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.